Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. The patient experienced a urinary tract infection and went for a cystoscopy with complicated removal of a foreign body from the bladder on (B)(6) 2013. The foreign body was a long piece of mesh extending from her dome into what appeared to be the bladder neck/proximal urethra on the left side. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of voluntary medwatch report (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.